Event description:
It was initially reported in a pt's clinic notes that he had high impedance. The pt had fallen out of bed and experienced trauma to the implant site. X-rays were taken and were sent to the manufacturer for review. In the views received, the connector pin could not be confirmed as being fully inserted. No obvious discontinuities or acute angles were noted, although there was a portion of the lead body behind the generator that could not be assessed. The pt underwent a full revision surgery. During the surgery, the surgeon attempted to place a new generator on the existing leads, but diagnostic testing still showed high impedance. Consequently, the surgeon replaced the leads as well, and the full new implant received within normal diagnostic results (no specifics available). The surgeon discarded the portion of the leads that he had explanted. Good faith attempts for further info have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.